Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, 05/15/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The date of issue is an approximation. On (B)(6) 2017, the patient's father noticed that the affected area was red and inflamed. It was indicated that the affected area was also inflamed. The patient went to their diabetic doctor on (B)(6) 2016 and was prescribed flonase to treat the affected area. It was also indicated that the patient treated the affected area with over-the-counter polysporin ointment. At the time of contact, the patient was doing well. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.